Manufacturer narrative:
Concomitant medical products: 1688t lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was placed in the device left ventricular (lv) port and implanted in an off-label setup. The physician elected to setup the lead in this manner and was aware of the off-label use. The rv lead was found to have oversensing. The lead was reprogrammed and the issue was resolved. The lead remains in use. No patient complications have been reported as a result of this event.